Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tubing could not connect to the reservoir. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there were large air bubbles inside of the reservoir and it was hard to fill with insulin. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test and no air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects and none were found.